Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 40 year-old female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. The patient had a medical history of recurrent urinary tract infection, vaginitis, appendectomy and anemia. The only concomitant product mentioned was primolut nor (norethisterone acetate). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2018, 3286 days after essure insertion, she experienced genital haemorrhage ("genital bleeding"). Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), device expulsion ("the patient had heavy periods and expulsion of essure"), heavy menstrual bleeding ("heavy periods"), intermenstrual bleeding ("the patient reported metrorrhagia of three months duration that did not improve with treatment"), suprapubic pain ("suprapubic pain"), menstruation irregular ("having had menstrual alterations"), hypogastric pain ("there was abdominal pain in the hypogastrium"), abdominal distension ("abdominal distension"), iliac fossa pain ("intense pain in the left iliac fossa"), abnormal uterine bleeding ("dysfunctional uterine bleeding"), polymenorrhoea ("frequent menstruation") and adenomyosis ("adenomyosis"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, hypogastric pain, iliac fossa pain, abnormal uterine bleeding, adenomyosis, device expulsion, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, menstruation irregular, pelvic pain, polymenorrhoea and suprapubic pain to be related to essure administration. The reporter commented: 10-dec-2013: tubal block was performed by expulsion of essure, the patient had not manifested symptoms or signs in the last 4 years except for hypermenorrhea related to the presence of an endometrial polyp that was subsequently resected by hysteroscopy. On (B)(6) 2019: patient reported dysuria and non-frank self-limited hematuria, abdominal discomfort located in the suprapubic area. Urinary tract infection was diagnosed. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): endometrium with secretory changes and foci of stromal decidualization and glandular atrophy, associated with a progestogenic effect. [Ultrasound scan] (dates unknown): uterus in ante-position with homogeneous endometrium of 10 mm. Normal left adnexa showed hyper refrigerant formation compatible with left essure. Right essure was not displayed. Laparoscopic tubal block was scheduled and showing a 14x10 hyperechoic image suggestive of an endometrial polyp. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of recurrent urinary tract infection, vaginitis, appendectomy and anemia. The only concomitant product mentioned was primolut nor (norethisterone acetate). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2018, 3286 days after essure insertion, she experienced genital haemorrhage ("genital bleeding"). Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), device expulsion ("the patient had heavy periods and expulsion of essure"), heavy menstrual bleeding ("heavy periods"), intermenstrual bleeding ("the patient reported metrorrhagia of three months duration that did not improve with treatment"), suprapubic pain ("suprapubic pain"), menstruation irregular ("having had menstrual alterations"), abdominal pain ("there was abdominal pain in the hypogastrium"), abdominal distension ("abdominal distension"), abdominal pain lower ("intense pain in the left iliac fossa"), abnormal uterine bleeding ("dysfunctional uterine bleeding"), polymenorrhoea ("frequent menstruation") and adenomyosis ("adenomyosis"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal uterine bleeding, adenomyosis, device expulsion, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, menstruation irregular, pelvic pain, polymenorrhoea and suprapubic pain to be related to essure administration. The reporter commented: (B)(6) 2013: tubal block was performed by expulsion of essure, the patient had not manifested symptoms or signs in the last 4 years except for hypermenorrhea related to the presence of an endometrial polyp that was subsequently resected by hysteroscopy (B)(6) 2019: patient reported dysuria and non-frank self-limited hematuria, abdominal discomfort located in the suprapubic area. Urinary tract infection was diagnosed. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): endometrium with secretory changes and foci of stromal decidualization and glandular atrophy, associated with a progestogenic effect. [Ultrasound scan] (dates unknown): uterus in ante-position with homogeneous endometrium of 10 mm. Normal left adnexa showed hyper refrigerant formation compatible with left essure. Right essure was not displayed. Laparoscopic tubal block was scheduled and showing a 14x10 hyperechoic image suggestive of an endometrial polyp based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.